Event description:
The pt stated the surgeon inserted a micl 12.6mm implantable collamer lens on (B) (6) 2008 in his left eye. The pt is reporting that he has developed cataracts. The pt's doctor was contacted and they stated that the pt's last visit was on (B) (6) 2009, bcva was 20/20. On his last visit there was no signs of cataracts, 9 months after icl implant surgery but did have problems with glare. The pt had prk surgery performed on (B) (6) 2008. The pt has since relocated to (B) (6) and was told by his doctor in (B) (6) that he has developed cataracts. The icl remains implanted. See MFR #2023826-2010-00496 for the right eye.

Manufacturer narrative:
(B) (4) - glare. Lens work order search medical review. Results: lens work order search was performed and two similar complaints were found within the same work order. Medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. The most likely cause is determined to be secondary to anterior capsular touch during the surgery, icl touch following inadequate vaulting or excessive manipulation. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. If the condition worsens, the icl may be exchanged with a longer length. However, if vision is already compromised, the icl should be removed, and a cataract extraction with iol implantation should be performed. An investigation on the root cause of inadequate vaulting was performed. It has been determined that this complication is related to inaccurate white to white measurement. This is usually secondary to a mismatch between white to white and the sulcus diameter. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B) (4).